Event description:
A caller reported receiving a cgm error 42 related to their g6sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information for a pump reset and walked the caller through the process, after which the pump no longer displayed the cgm error code. The caller successfully started their sensor session afterwards.